Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The following information can be found in the operation manual: 6.1 how to distinguish and cope with anomalies abnormal content: images do not appear. Cause: the input signal selection button is not set properly. Corrective method: choose an appropriate input terminal with the input selection button on the front panel. 6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac requested that the customer confirm the connection between the monitor and the computer to ensure the cable was inserted into the ¿video in¿ port on the rear of the monitor. The input setting was corrected and the image issue was resolved. The unit will not be returned for evaluation. The most likely cause for the event is user error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that there was no image displayed on the secondary monitor. There was no patient involvement reported.